Event description:
It was reported during a laparoscopic cholecystectomy the arming button would not stay down on the 355ld. This same problem ocurred with three separate trocars. A 4th troar was used to finish the case. There was no consequence to the pt.

Manufacturer narrative:
The product complaint analysis team has completed its investigation. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: bullet tip condition, abc)conforming; desufflation lever condition, abc)conforming; inner gasket condition, abc)conforming; latch condition, abc)conforming; obturator condition, abc)conforming; outer gasket condition, abc)conforming; reset button condition, abc)conforming; sleeve condition, abc)conforming; stopcock condition, abc)conforming and trocar condition, abc)conforming. Functional tests & results: does safety shield retract, abc)nonconf; flapper door functional, abc)conforming and lockout functional, abc)conforming. Analysis conclusion: based upon the inquiry info received, visual examination and functional test, it was confirmed that the reported "arming button would not sty down on the 355ld" during surgery occurred. Three devices were received in good physical condition. The devices were tested and would not arm as received. The obturator handle welds were measured and found to be skewed. The obturator handle is welded during the assembly process.